Event description:
It was reported that the patient with this implantable cardioverter defibrillator (ICD) experienced shortness of breath (sob) in the past day. Boston scientific technical services (ts) discussed that there are no stored episodes in the past 3 days, and lead diagnostics look good. The ICD remains in service. No adverse patient effects were reported. Additional information indicates that the patient left a voice message to someone in bsc about a device issue. The ICD remains in service. No adverse patient effects were reported.